Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor was not working and there was a loss of the live image. No patient injury was reported.